Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, possible catheter damage occurred. The physician was attempting to treat a tortuous, 70% calcified de novo lesion in the left main coronary artery. The physician predilated the lesion several times and upon his satisfaction the taxus express2 3.0 x 24 mm drug eluting stent was introduced to the lesion. However, difficulties crossing the lesion were encountered. The "scrub tech" then applied negative pressure to the balloon to further reduce the profile of the stent. Upon applying negative pressure the inflation device and balloon filled with blood. The whole catheter with the stent still on the balloon was removed. The physician decided due to the difficulty with crossing the lesion on the first attempt and the possibility of dislodging a plaque that no further treatment was needed. No additional intervention was noted. No pt injuries or complications were reported. Pt status is reported to be "satisfactory."